Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds. A leadless implantable pulse generator (ipg) was implanted as the primary device for the patient and the pacing lead remains in the patient. No patient complications have been reported as a result of this event.